Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient collapsed and later died at the hospital. The decedent's spouse alleges the device contributed to the death and that no shocks were delivered. Follow up information revealed the cause of death was listed as cardiac arrest, systolic heart failure, and coronary artery disease. Additional information related to device function was requested. The physician could not comment on the event as there was no other information available except that an emergency medical service provider told the spouse the device failed.